Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the lead was not returned for analysis.

Event description:
It was reported that the patient presented to the emergency room with fever due to infection. Echocardiogram performed noted vegetation on the right ventricular (rv) leads. The patient's implantable cardioverter-defibrillator, the right atrial lead, the right ventricular lead and the previously capped right ventricular lead were explanted. A new leadless pacer was implanted. The patient was stable throughout the procedure.